Event description:
Hill-rom received a report from the account stating that during load testing, one side of the base would not open or close under load and he hears gear slipping. The lift was located in the maintenance shop. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The technician found the gear rack set was broken. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The account's technician replaced the gear rack set to resolve the issue. Based on this information, no further action is required.